Manufacturer narrative:
The manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this p/o was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Date of event: the complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. Date of implant: the complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. If explanted, give date: not applicable; lens remains implanted at time of report. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.